Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead returned and analyzed. The helix would not extend due to distal conductor distortion within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted; full lead returned and analyzed. The helix would not extend due to distal conductor distortion within the connector.

Event description:
It was reported the helix could not be extended during implant attempt, after several extensions and retractions. The lead was not used and was replaced. No patient complications were reported as a result of this event.